Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's concern regarding cassette not attached alarm was not able to be duplicated. It was noted that the downstream occlusion seal was noted to have an air bubble and will be replaced by service. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that a smiths medical cadd solis vip pump gave cassette not attached alarm. No adverse effects reported.